Event description:
During an afib (atrial fibrillation) procedure, it was reported there was body surface ECG noise on the ep recording system and carto3 system. During the procedure the lab staff exchanged the ep recording system ECG direct connect cable to the cardiolab system, the noise reduced on ep recording system. Noise was still present on the carto3 system. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The noise occurred on both carto and the recording system at the same time. No recordings could be evaluated due to noise. Noise issue happened as soon as mapping/ablation catheter was plugged in. The procedure was completed without any patient¿s consequences.

Manufacturer narrative:
(B)(4).